Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging inaccurate results compared to another meter. Within a 30 minute time period, the subject meter read "89 mg/dl" and the other meter read "29 mg/dl." This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. The patient denied developing symptoms or receiving treatment as a result of the alleged issue. There was no indication that the product caused or contributed to an adverse event.